Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the tracheostomy tube sustained damage at the cuff. Replacement was required due to leaking after an unk amount of time in situ. Replacement was required. No incident related medical sequela and reported.